Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid 23 mg/ml for a total dose of 10 mg/day and baclofen 2000 mcg/ml for a total dose of 825 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient experienced loss of efficacy. It was unknown as to what may have caused, contributed, or led to the issue. It was noted they had difficulty with catheter access port aspiration and injection. The definitive report was not available at present. A rotor study was performed and showed it was positive for rotor function. Actions/interventions taken to resolve the issue were unknown at present. A catheter study and a rotor test were performed on (B)(6) 2017; the patient denied any falls, accidents prior to noticing changes "a few months ago." They stated they had increased pain and spasms in lower extremity. It was noted that the patient was taking oral baclofen and diazepam, unknown dose. They did not have an accurate dates as far as how long this has been occurring. The pump and catheter remain implanted. The issues were noted to not be resolved at time of report. The patient's status at time of report was "alive-no injury." The patient's medical history included spinal cord injury. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jun-22 reported surgical intervention has not yet occurred. Troubleshooting included reinserting the needle into the catheter access port (cap) under fluoroscopy to confirm accurate placement. Diagnostics included a dye study and a rotor study. The findings of the dye study were unknown. The rotor function was fine. The cause of the difficulty injecting and aspirating the catheter was unknown. The increased pain, loss of efficacy, difficulty aspirating and difficulty injecting the catheter have not yet been resolved. It was noted that this information was confirmed with a healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced out of control spasms on the night of (B)(6) 2017. It was so bad that the patient was trying to be quiet, but their spouse knew something was wrong. They had spasms in bed for over 12 hours. The patient could not get their breath out. It was a ¿horrible nightmare¿. It wasn't even in the 1-10 scale. The patient was taking oral medication for the spasms. A radiologist read the patient¿s pump on (B)(6) 2017. On that date, it was noted that the patient had a granuloma.